Manufacturer narrative:
Device data was reviewed by engineering and confirmed that the most likely cause for this battery alert was related to long telemetry exposition or magnet exposition. The battery recovered immediately after this alert. The device appears to be operating normally and since (B)(6) 2018 the battery depletion appears to be stable. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation with this subcutaneous implantable cardioverter defibrillator (s-ICD) a red screen presented. The interrogation of the device was able to be completed without any additional issues. Device data was sent in for review. No adverse patient effects were reported.